Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the control iq software did not function as intended which resulted in blood glucose (bg) levels ranging from 52 mg/dl to 330 mg/dl. Customer consumed carbohydrates and delivered boluses via the pump to address bg levels. Tandem technical support reviewed pump data and found the pump delivered insulin based off the pump personal profile settings and not based off the control iq settings. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.